Manufacturer narrative:
Device not released from the hospital.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Due to a narrow calcified native aortic bifurcation and narrow access vessels, the physician performed the case as a planned aorto-uni iliac with the implantation of a plug in the contralateral leg of the aortic body graft. The final angiogram showed evidence of a potential endoleak; however, an independent review of the imaging by trivascular could not identify an endoleak. At 1 day post-op, the patient presented with an aortic rupture at the level of the aortic bifurcation due to unknown causes and was converted to open surgical repair; the patient became hemodynamically unstable and expired during the conversion.